Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The display printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and could not verify the reported complaint. The unit under test (uut) was placed into a test ventilator and tested for one week. No error or issues were observed. A third party service provider replaced the display pcb.

Event description:
It was reported that during patient use, the ventilator suddenly generated a continuous alarm and stopped cycling. The patient was removed from the ventilator and transferred to another ventilator. There were no negative patient consequences reported. There is no report of death or serious injury associated with this event.